Event description:
It was reported that the superion indirect decompression system implant patient received imaging that indicated clear evidence of a fracture at the l4-l5 levels of the vertebrae. Later after additional imaging was performed there was evidence of healing and no longer showing a spinous process fracture.